Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 1000 ml bags were leaking from an unspecified location. The leaks were discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between august 07, 2018 to august 09, 2018. One (1) opened device and one (1) unopened devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and no leak was observed on either sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.